Event description:
It was reported that the patient presented in clinic with pectoral stimulation. Upon interrogation of the pacemaker, low pacing impedance was noted on the right atrial (ra) lead. The pacemaker was reprogrammed but the ra lead exhibited variable capture threshold, under sensing and noise that was reproducible. No additional intervention was performed at this time. The patient was in stable condition throughout.

Event description:
New information received notes that the patient presented for a right atrial (ra) lead revision procedure. The ra lead was explanted and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported events of low pacing lead impedance, under sensing noise, and variable capture threshold were not confirmed. Final analysis found the complete lead was returned in one piece. The lead failed the hi-pot test due to damaged inner insulation consistent with procedural damage. Visual inspection found damages consistent with procedural damage. The lead was otherwise normal. No anomalies were found.